Manufacturer narrative:
The hospital verbally informed brainlab on (B)(6) 2011 that the pt in question had died, and on (B)(6) 2011 that the age of the pt would be between (B)(6). Brainlab's visit to this hospital on (B)(6) 2011 to investigate the device and user workflow for this case, in cooperation with the hospital, did not reveal any indication of a malfunction or a quality or performance issue with the brainlab device. Brainlab found that the workflow for this case did contain use of a hardware combination (non-brainlab pt head fixation not compatible with used brainlab reference array clamp) and further steps of the use of the device (draping of the reference array) that were not as intended by brainlab. Corrective and preventive actions: the users at this hospital involved in this event have already been verbally reminded regarding the correct use of the brainlab device during brainlab's visit to this hospital on (B)(6) 2011. Brainlab intends to offer the users of the brainlab device in question at this hospital additional training regarding the use of the relevant brainlab products and compatibilities following brainlab's observations at this specific hospital.

Event description:
As informed by the hospital, an intracranial biopsy supported by the brainlab navigation system led to a hemorrhage. The user verified with an MRI scan at a later point of time after the biopsy, that the actual applied trajectory differed from the desired trajectory.